Event description:
This pi is for nerve damage & extreme pain after revision (and ablation). "I had the ablation done in (B)(6) 2022.. For some reason, my records only show that I went for a follow up appointment after the ablation...it didn¿t help...I also had spinal injections done as I was told that the pain in my knee was caused by a nerve in my lower back. After the 2 injections in my left lower hip/back, I experienced excruciating pain in the injection area along with severe thigh, calf, ankle, feet and hand cramping that still happens. The doctor wanted to do more injections and I refused. I told them that they caused me more pain and discomfort than I already had and I was not going to have any more."

Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s3; cat# 5536b300; lot# ctd19862. Triathlon asymmetric x3 patella; cat# 5551-g-299; lot# 76hn. Triathlon p/a cr beaded #4l; cat# 5517f401; lot# bxj7l. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dby005. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 1 other similar events for the lot referenced for the same device/patient, therefore, no lot commonality is required. Conclusions: it was reported that the patient continues experiencing extreme pain after revision ablation). The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.